Event description:
The user facility reported that the angio-seal device did not "click" in before deployment. After holding pressure, a femstop was applied. The patient ended up having a retroperitoneal bleed. Medwatch report 4400110000-2022-8005 was received on 30 dec 2022: the original intended procedure was a heart stent. Description on medwatch: doctor was inserting the angio-seal and the device did not click before deployment.

Manufacturer narrative:
Patient identifier: requested, not provided. Date of birth: requested, not provided. Ethnicity: requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation: cath lab manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow-up no. 2 to update section h3, and to provide the completed investigation results. One 6fr angio-seal device was returned for product evaluation. The returned device included the locator, hemostasis sheath, and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was found to have been in the forward lock position with all internal components deployed. The tubing was found to have been cut open and the suture was found to have been cut. The carrier tube latch was found to have been visibly inconsistent with the appropriate design documentation and was unable to connect properly to the hemostasis sheath. The complaint was confirmed for a dimensional issue with the carrier tube. The carrier tube latch was found to have been defective, and a manufacturing investigation was performed. The likely cause of the issue was determined to have been a manufacturing-related error resulting in a defective part. However, it is not clear what may have caused the retroperitoneal hematoma to occur, and a connection between the device failure and reported harm was unable to be established. An awareness of the incident was provided to the associates and a supplier corrective action report (scar) was generated for the supplier of the deployment sleeve.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section a1, a2, a4, a5, to correct the date of event in section b3, to provide additional information in section b5 to update section h3, and to provide the maude report. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 15 jan 2023: a 6fr sheath was used. The sheath was placed without difficulty with ultrasound guidance. A pre-deployment angiogram was performed. A femstop was applied after the procedure. Patient had no history of bleeding disorder. There were no daily home blood thinning medications taken by the patient. There were no multiple sticks performed to gain arterial access. Posterior wall of the artery was not punctured. Puncture site was not considered a high stick and was not above the inguinal ligament or the inferior epigastric artery. The patient had the following blood thinning medication, thrombolytics, or platelet aggregators during the procedure: angiomax bolus at 0.75 mg/kg, angiomax drip at 1.75 mg/kg/hr. A computed tomography (CT scan) and lab testing was performed to diagnose the bleeding. The patient developed severe pain in her right groin and lower abdomen and computed tomography (CT) scan revealed large retroperitoneal hematoma on the right side associated with femoral access. She was hypotensive and received fluid boluses as well as vasopressor therapy. The patient received a transfusion of 1 unit of packed red blood cells (prbcs). Hemoglobin and hematocrit (h&h) next morning was 9.9 and 29.5 (13.1 and 39.7 at time of initial presentation).